Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately six months post implant, the right atrial (ra) lead exhibited possible under-sensing on atrial lead causing false termination of some atrial tachycardia/atrial fibrillation (at/af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.